Manufacturer narrative:
A2 date of birth: it was reported that the date of birth is 1978. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The same day as the event diagnosis, the patient was hospitalized for event. It was not reported if the patient received treatment for the event. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was discontinued. No additional information is available.